Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Medical records were received. According to the medical records, the patient presented five months postoperatively experiencing double vision in his right eye. The patient noted when he closed his left eye, he saw double images with the right eye. When the patient had both eyes open, he did not notice any double vision. On examination, the surgeon found evidence of irregular astigmatism on computerized video keratography (cvk). On examination, the surgeon saw evidence of posterior capsule opacification (trace), anterior basement membrane dystrophy, and retinal pigment epithelium. The surgeon recommended using artificial tears and offering the patient a photorefractive keratectomy (prk) to smooth the surface and correct the residual astigmatism. The patient elected to wait on any surgical intervention. The surgeon was unwilling to complete the questionaire. There are thirty nine medical device reports associated with these events. This report is thirty four of thirty nine.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/08/2010, 04/12/2010, 04/13/2010, 04/16/2010, and 04/21/2010 by phone, fax, and mail. The surgeon was unwilling to complete the questionaire. Medical records were received on 04/09/2010. (B)(4)